Event description:
It was reported that tandem charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. New tandem-provided charging supplies were sent to the customer and customer continued using the pump for insulin therapy.